Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly. Device was reset with correct time/date and monitored for 20 days. No time gain/loss noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had time clock anomaly. The customer blood glucose level was 10.4 mmol/l. Troubleshooting was performed. Customer stated that the insulin pump was not alarmed after programmed a reminder for set change every 3 days. Customer states the gain was greater than 1 minute per week. Customer states gain was greater than 4 minutes per month. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.